Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Post-paced t-wave oversensing on the ventricular channel was observed via real-time egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).